Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5073067) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and autoimmune disorder ("unknown autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), cyclobenzaprine hydrochloride (flexeril), folic acid, gabapentin, hydroxychloroquine, ibuprofen, methotrexate, mirtazapine, sulfasalazine, venlafaxine (effexor) and vitamin d nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), urticaria ("spontaneous hives"), skin disorder ("other skin conditions"), depression ("depression"), anxiety ("severe anxiety"), menorrhagia ("heavy painful periods"), dysmenorrhoea ("heavy painful periods"), dyspareunia ("painful intercourse"), systemic lupus erythematosus ("lupus"), fibromyalgia ("fibromyalgia"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, autoimmune disorder, urticaria, skin disorder, depression, anxiety, menorrhagia, dysmenorrhoea, dyspareunia, systemic lupus erythematosus, fibromyalgia, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, skin disorder, systemic lupus erythematosus and urticaria to be related to essure. The reporter commented: after essure insertion started having symptoms. Serious injury and disability/permanent damage were mentioned, but not specified or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.